Event description:
Dr states that he has a pt that developed a perforated cornea apparently from wearing decorative contact lenses for an extended period of time. Dr states that he believes the contacts were purchased at a local beauty supply business and were worn up to 2 mos at a time. The ophthalmologist has written about decorative contact lenses being sold otc and assisted us w/the fashion wear matter. He said that they have a pt who purchased lenses (I believe decorative, zero-powered lenses), at a beauty supply shop, w/o a prescription. The woman is bipolar and wears her lenses 2 mos at a time without removing them. Her eye "perforated," which dr described as the worst possible scenario, and she had to have a corneal transplant.